Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the emg tube balloon valve broke during surgery. While the balloon inflated, but deflated when weighed, unable to use the tube. There was no known patient impact.

Manufacturer narrative:
H6: codes e2118 and f26 were updated. The previous codes e2401 and f24 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the after intubation, balloon valve broke observed. The 10ml size syringe was used to inflate the endotracheal tube balloon. Air was used to inflate the balloon. The anesthesia tape was used to secure the device. The anesthesia machine detected leaks at the machine's settings, using laryngoscope and saw that the balloon was deflated.

Manufacturer narrative:
H3: product analysis stated that the device, packaging tray, syringe, and an open pouch were returned in a double plastic bag. The pouch was open from 3 of 4 sides when returned. Upon return, it was observed that the harness was cut off. There were traces of contamination observed on the cuff, and traces of white residue observed inside the tube. A syringe was used to inject 15cc of air into the cuff, and the cuff was slowly deflating. For further analysis, inflated cuff was submerged in the water for leak observation, and there was no leakage observed coming from the cuff. Same as the cuff, the inflation assembly was submerged in the water, and leakage was observed coming from the valve. The device failed due to defective condition and the inability to stay inflated. The complaint was confirmed, due to an out of specification condition. H6: codes has been updated. The previously updated codes b17, c20 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.